Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they had air bubbles in the o-ring. The customer's blood glucose level was 141mg/dl. Troubleshoot was conducted. The customer was advised the reservoir would be replaced and returned for analysis.